Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's screen buttons are worn. The customer reported that the feedback is not felt when the buttons are pressed. This service event was reported as having been initiated due to an issue noted during clinical use. No adverse impact was reported.